Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found in the cartridge compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: investigation revealed the battery compartment was cracked below the bumper pad. Investigation also revealed a battery compartment leak. The pump was opened and no evidence of moisture was found inside the pump. The original complaint of moisture in the cartridge compartment was unable to be confirmed or duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.